Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product ID {d-evolutfx-2329}; product lot/serial number (b)(6}; product type: {0195-heart valves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, the valve and delivery catheter system were inserted into the patient. Upon the initial deployment attempt, under-expansion of the valve frame and suboptimal positioning were noted. The valve was recaptured. It was noted that calcium interacted with the valve frame and an infold was observed. The valve was withdrawn from the patient. A pre-implant balloon aortic valvuloplasty was performed, and new valve was successfully implanted in the patient. A 10-minute procedural delay was reported. No adverse patient effects were reported.